Manufacturer narrative:
Lot 16f042 was manufactured june 20, 2016 ¿ june 21, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor did not totally infuse the drug to the patient. It was further reported that there were no kinks in the tubing, the white infusor was completely connected to the patient's skin, the PICC line had been flushed normally, and there were no abnormalities with the central line or the infusor line. There was no patient injury or medical intervention associated with this event. No additional information is available.